Event description:
MFR's rep reported pt not getting much therapeutic effect from infusion system. A catheter revision identified the intrathecal catheter had dislodged, and was found coiled up outside of intrathecal wall. It was reported the hcp feels this happened right after implant, the infusion system was originally implanted in 2006.